Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured due to calcification. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured due to calcification. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the paitent's status was stable. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 5mm from the tip and is approximately 19mm long. There is blood present in the inflation lumen and in the guidewire lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Manufacturer narrative:
(B)(6).